Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. The patient reported that the ins wasn¿t working and stated it just stopped all of a sudden. The patient reported that the ins was charged and she replaced the batteries in the patient programmer (pp) but she wasn¿t feeling stimulation. The patient reported that she tried to get it to work this weekend. The patient reported that she tried charging the ins and moved the recharging antenna over the area several times. The patient reported that she was able to successfully charge the ins. The patient reported that the ins battery had all 4 bars and she ¿thought it was just her¿ and thought she ¿was not getting it set right.¿ the patient synced with the pp and it showed that stimulation was on. After syncing, the patient reported that it was now working and noted she could feel ¿the tingles in her arm.¿ the patient reported that the therapy was turned on and she was set to 2.3v. The patient also reported that she was experiencing pain but it was not as bad now since she could feel stimulation again. No further complications were reported.